Event description:
As reported, in 2008, this pt was implanted with four gore tag thoracic endoprostheses. Post-implant, angiography was performed, however the pt's low blood pressure did not allow for adequate visualization of device seal. The pt coded during closure and expired. The devices were not explanted. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: death.